Event description:
It was reported that the right ventricular (rv) lead exhibited no capture and high impedance. The lead was partially explanted and replaced. The right atrial (ra) leads exhibited high thresholds. The ra leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.